Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager attached to the refrigerator required maintenance. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient¿s workflow and user manage to get medications from pharmacy. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section b describe event or problem and section d unique identifier (UDI), concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that remote manager phantom failed. The field service engineer confirmed that the pharmacy staff recovered the storage space. The system was then tested using the hardware test application, and it functioned correctly. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the smart remote manager attached to the fridge of the medstation es required maintenance. The customer reported that a delay occurred while dispensing the medication. The customer indicated another station was used to obtain medication. There were no adverse events or injuries reported based on this event.